Event description:
It was reported to boston scientific corporation that a spaceoar vue hydrogel was used during a placement procedure on (B)(6) 2025, under monitored anesthesia care (mac). During the procedure, approximately 5 cc of the hydrogel was inadvertently placed under the denonvilliers fascia, resulting in cancellation of the procedure after sedation. No patient complications were reported. The radiation therapy schedule experienced a slight delay; however, the patient is expected to receive external beam radiation therapy (ebrt) consisting of 28 fractions for a total dose of 70 gy.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.